Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported mitral valve insufficiency/ regurgitation, unspecified tissue injury, tachycardia, and arrhythmia could not be determined. The reported patient effect of mitral valve insufficiency/ regurgitation, unspecified tissue injury (perforation), tachycardia, and arrhythmia, as listed in the mitraclip system gen 4 instructions for use, are known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 degenerative mitral regurgitation(mr), pre-existing chordal rupture, prolapsed leaflets and cancer for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. On (B)(6) 2025, the patient was hospitalized with acute ventricular tachycardia and severe recurrent mr of grade 4. On (B)(6) 2025, echocardiography confirmed flail chord, interaction of the clip with intra ventricular septum and progressive degeneration of leaflets contributing to arrythmia. Additional mitraclip was placed medially. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 degenerative mitral regurgitation(mr), pre-existing chordal rupture, prolapsed leaflets and cancer for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. On (B)(6) 2025, the patient was hospitalized with acute ventricular tachycardia and severe recurrent mr of grade 4. On (B)(6) 2025, echocardiography confirmed flail chord , interaction of the clip with intra ventricular septum and progressive degeneration of leaflets contributing to arrythmia. Additional mitraclip was placed medially. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.